Event description:
During an incident in 2002 involving a patient who had a very large body and a complaint of vaginal bleeding, this defibrillator, being used with monitoring pads to monitor the patient, shut down after 2 minutes prompting "check electrodes" on the screen. The patient was sitting up and talking. She was not sweaty. She was transported to a hospital. The monitoring pads were agilent cloth monitoring pads, part #13941e with a date on the package of 2003, but it is not described as an expiration date. This defibrillator and patient cable have been used since this incident for monitoring 3 or 4 times with no problems.